Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. Data logs were not returned for review. As per the clinical notes, purge flow dropped to one milliter per hour on the 22nd day of use. The cause of the high purge pressure issue was not determined since the product was not returned and sufficient clinical information was not provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24948 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact emial since the initial manufacturer device report number 1220648-2024-24948 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that after 22 days of impella 5.5 support the purge flow drop until less than 1ml/hr. Doctors checked the alpha tocopherol transfer protein, and it was 60. The echocardiogram was good, impella was in good position. The impella was removed. The md decided to put a centrimag because the patient¿s anatomy didn¿t allow for another impella to be placed. The patient remained stable and the procedural outcome was the patient survived surgery.